Event description:
Related manufacturer report number: 1627487-2020-22026, 3006705815-2020-02359. It was reported the patient was experiencing ineffective therapy and pain at the ipg site. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.